Event description:
It was reported the lead had fractured near the electrodes. A new lead was used. There was blood under the sheath of the lead near the electrodes. The ingress could have caused the problems during testing. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of tined lead l/n va0s4nk found non-conformance. The lead was electrically okay. Suspected body fluid was observed in the electrode area of the lead. Due to inadequate adhesive in the slot of electrode #1, suspected body fluids entered into the lead. Fluids in the lead will not impact the performance as the conductors are individually insulated, however, the slots are supposed to contain the adhesive to minimize fluid ingress.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0s4nk, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).